Manufacturer narrative:
Manufacturer report no.: (B)(4). The date of this report on the initial manufacturer report was incorrect and has been updated.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105 which was reproduced at power up. System error 105 was confirmed through review of the event history log and caused by severed motor mount screws. The failed motor assembly, bearings, and screws were replaced.